Manufacturer narrative:
H.6 investigation summary material #: unknown. Lot/batch #: unknown. Bd had not received samples, but one photo was provided for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation was not observed. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed for the failure mode poor barrier separation. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the unspecified bd vacutainer tube there was poor barrier separation of the sample. The following information was provided by the initial reporter. The customer stated: "the sst tubes have visible rbc in the gel after spinning."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in manufacturer name, city and state and MFR site and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the unspecified bd vacutainer tube there was poor barrier separation of the sample. The following information was provided by the initial reporter. The customer stated: "the sst tubes have visible rbc in the gel after spinning."